Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. No adverse impact to the customer's blood glucose level was reported. Technical support provided instructions for a pump reset, and although the initial reset did not resolve the issue, it was later resolved successfully, allowing the caller to start their sensor session.